Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) levels of "high", although specific value was not provided. Reportedly the customer had ketones. The customer¿s neighbor gave the customer a correction manual insulin injection. Additionally, it was reported that the customer experienced on going low blood glucose (bg) levels of 24 mg/dl; cause was not known. Reportedly, the customer lost consciousness. Emergency medical services were called and provided the customer with glucose gel to address the low bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.